Manufacturer narrative:
Mentor clinical team spoke with the patient on (B)(6) 2019. Per the patient's physician, the high platelet count can most likely be attributed to an unrelated thyroid issue. A CT and pet scan were performed, though the results are not yet available. The patient also has a follow up appointment with her plastic surgeon to discuss her options for the previously reported pain. If additional information is received, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019,clinician spoke to the patient to follow up on the pet and CT scan results. Per the patient, the pet and CT scans were inconclusive and did not show anything in regard to why her platelets are high. At this time, she does not know what the cause is of the high platelets. She is scheduled to see her plastic surgeon on (B)(6)2020 to follow up on the breast pain that she is experiencing on her left side. If additional information received mentor will report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with mentor memoryshape 280cc silicone breast implants which the report indicated that tearing sensation around her implant and ran down the back of her arm where her tubes were during her radical mastectomy. Her doctor doesn't know why her platelets are high and the way they are. Her oncologist says her body is making a radical cell/gene. She is on hydria medication (a cancer medicine). She takes a baby aspirin every day. She goes every two months to have her blood drawn. She had CT's scans in her chest area. She had a lot of surgical staples in her chest area. Her physician diagnosis was high blood platelet. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.